Manufacturer narrative:
A replacement pump was sent to the customer and it was requested that she return the original pump. Attempts by clinical and complaint handling to retrieve the product and to get additional complaint information were unsuccessful, including a final attempt by letter. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 04/24/2017, the customer expressed concern to customer service about using a freestyle pump she purchased in march of 2017, as she was questioning its age because the coupons included with the pump box had expired in june of 2016. Additionally, the customer alleged a breastshield sizing issue and indicated that she had mastitis, for which she sought medical attention and received treatment, the "last time" she used a previous [second] pump. That mastitis has long since resolved.